Event description:
Correction: [it was reported that, on (B)(6) 2014, the patient accidently took too much of a ¿bad¿ or narcotic medication.] It was later reported that the patient was still having concerns with his device or therapy, but was working with his manufacturer representative or doctor. It was noted that the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11037r69, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2015, the patient accidently took too much of a ¿bad¿ or narcotic medication. The patient put the pills in the opposite hand that he normally used and had the bottle in his other hand. At that time, the patient accidently drank pills from the bottle. This medication had been refilled on (B)(6) 2014 and the patient still had 60 pills in the bottle. It was noted that the paramedics and police were involved that the patient was ¿lucky to be released¿ at the time of this report. Per the reporter, the device system was used to deliver morphine since ¿day one¿. Bupivacaine had also been in the pump for the past 3-4 years prior to this report. It was later reported that the patient ¿accidently overdosed¿ on oral oxycodone about 3 weeks prior to this report. It was noted that the patient was prescribed ¿8¿ per day, but he did not need that daily amount. Per the reporter, this event was unrelated to the pump. The patient¿s edema medication ¿really messed him up¿ and he felt that this was the reason he overdosed. The patient¿s healthcare providers (hcp) realized that the overdose was accidental.